Event description:
Pt complained that she was experiencing hardening, burning and stretching of her right breast for 3 years. Upon surgical removal it was determined that both right and left original implants had ruptured.